Event description:
It was reported that customer experienced recurring air bubbles or gaps in tandem mobi cartridges, initially noticed during cartridge loading and tubing fill, and later observed that insulin vial itself contained many bubbles. There was no adverse impact to the customer's blood glucose level. Customer repeatedly changed cartridges amd declined further troubleshooting due to frustration, and technical support arranged updated replacement cartridge orders and advised customer to call back if issue recurred.